Event description:
It was further reported that the target lesion was 80% stenosed and the vasculature was moderately tortuous. This device is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure balloon rupture occurred. Access was obtained via the right femoral artery. The diffuse target lesion was located in the calcified right superficial femoral artery extending to below the patient's knee. A sterling otw balloon was used to predilate the lesion. A wanda 5.0-40, 80 was then advanced for postdilation. The balloon was inflated once. The device was then moved and a 2nd inflation was performed and the balloon ruptured at 16 atms. While the lesion was noted to have "waist (not completely fully)" the treatment of the area below the patient's knee was completed. The procedure was considered competed with this device. The procedure time was considered to be "long". There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for analysis; therefore, a failure analyis of the complaint device coudl not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).